Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported when they were charging the controller screen went all white. Pt said the issue just happened now. During the call, agent had the patient reset the controller and after the reset the pt confirmed the screen went back to normal and it was responding. Agent tried charging and pt said it was charging. The troubleshooting steps that were taken on the call resolved the issue. Pt called back all riled up stating they tried to recharge the implantable neurostimulator (ins) since they last called and it stopped and said turning stimulation off. Pt noted when opening the battery door cover it was tricky because one of the two pins broke off. During call pts spouse came onto the line and reset the controller. Controller was responding as intended. Caller wanted to be showed how to turn stimulation on and then off; agent reviewed. The pt was screaming and yelling the entire time in the back ground; and caller was complaining how cheap the equipment was made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received on 07april2026 where escalated patient (pt) called in and refused to speak with the agent. Pt requested to speak with someone else. Agent transferred the call back to the queue. Pt called back stating the new controller was not working like the old one because they were sent two aa batteries with the new controller. During call pt said they wanted to speak to someone else. Agent reviewed to put the controller battery into the new controller. Pt said "might not have been patient but you were right" then pt disconnected call. Patient called and stated receiving a replacement controller yesterday. Patient stated that upon powering it on, the battery initially displayed 100%, then decreased to 50%, increased to 70%, and later decreased to 60%. Patient reported that the controller was now working normally and inquired about steps to take should the issue recur. Agent reviewed the information. Patient stated that they would call back if they require further assistance then disconnected the call.